Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information is not expected. (B)(4).

Event description:
An employee associated with a patient oriented program reported a patient who had a corneal abrasion after an intraocular lens (iol) was implanted. The abrasion lasted three days and was treated with "numbing" and "pain" eye drops along with eye patching. A laser treatment was also performed at the time of the surgery to treat astigmatism. No further information is expected.